Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent to a calcified lesion in the lad with 75-90% stenosis but the device could not pass the lesion due to calcification. The device was inspected and prepped before use with no issues noted. The physician removed the device from the patient. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The 2nd, 3rd and 5th proximal segments were slightly flattened and deformed. A number of struts on the 10th and 11th proximal segments were slightly raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology¿ 75-90% stenosis and calcification). Deformation problem (stent deformed). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology¿ 75-90% stenosis and calcification). Inherent risk of procedure ¿ (stent deformation). (B)(4).